Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge. Subsequently, the pump shut off during the night. The customer's blood glucose level was approximately 400 mg/dl. Follow up with the customer was attempted; however, no additional information was provided.